Event description:
On 09/27/2007, chad therapeutics customer service received a phone call from reporter. Reporter stated that they investigate equipment that they receive for possible fire and water damage. Reporter described what happened based on the info he was given: the patient was using an om-411a, which was sold in 2001. The patient is on a wheelchair, he stated that something had blown but was not the cylinder. The patient's wheelchair was not damaged, the battery compartment is melted and blackened, the house porch is scorched and the porch light no longer works. On 10/01/2007, co contacted reporter to obtain add'l info, he said the event took place on approx three months earlier. He did not have any patient info. Co requested that the device be sent to us, but reporter had to check if he could send it. On that same day co contacted healthcare customer service to try and obtain add'l info. On 10/10/2007 reporter was contacted again for add'l info or the return of the device, none was obtained. Reporter was contacted again two times in the same month. It is important to note that co was not officially notified of the event until 09/27/2007.

Manufacturer narrative:
Several requests have been made to return device for evaluation. Device is currently held at an independent organization awaiting further device/event analysis.